Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. Share data log was reviewed and a pairing failure was not observed on the issue date. The complaint confirmation of a pairing failure could not be confirmed. The root cause could not be determined.